Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to possible heart problems and hyperglycemia, with a blood glucose reading of 230 mg/dl. The customer stated that he had elevated blood glucose levels since the night before the event. The customer also stated that the insulin pump has a crack on the top of the reservoir compartment. Nothing further was reported.